Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system was not returned to edwards lifesciences for evaluation. Imagery provided was reviewed and showed patient calcification and tortuosity in access vessel. Due to the unavailability of the delivery system, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulty was unable to be confirmed. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU) for delivery system removal: completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Per report, 'not possible to say for sure as it was not visualized going into the sheath. After resistance was met, the table was then panned down to view the sheath under fluoroscopy and noticed the balloon at the sheath tip and what appeared to be a kink in the sheath. They advanced the balloon away from distal tip of sheath, drew negative on the balloon using the indeflator to insure the balloon was completely deflated. Then withdrew the balloon into the sheath for removal'. The provided imagery shows the patient anatomy with calcification and tortuosity present. Vessel tortuosity can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system catching onto the sheath tip and subsequently contributing to withdrawal difficulties. Additionally, it was noted that after drawing a negative on the inflation device the balloon was able to be withdrawn into the sheath. As such it is possible that the combination of patient factors and the improper deflation of the device may have led to the withdrawal difficulties noted. The additional manipulation used in attempts to overcome the withdrawal difficulties may have caused the sheath to kink and the damage noted to the vessel. Available information suggests patient (calcification/ tortuosity) and procedural factors (non-coaxial withdrawal, improper deflation of the balloon) contributed to the reported event. In this case, small perforation was noted in the common iliac artery and was possibly due to procedural factors (device manipulation) and/or calcification of the access vessel that may have contributed to the complaint event. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment and corrective/preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, resistance was felt during withdrawal of the delivery system thru the esheath. A kink in the sheath was observed. The devices were able to be removed as a unit. A small perforation was noted in the common iliac artery and a stent was placed. The patient was stable post procedure.